Event description:
It was reported that the right ventricular (rv) lead had exhibited no capture, diaphragmatic stimulation and undersensing. The patient felt palpitations and heaviness in the chest, radiating pain and frequent belching. The physician believed that the rv lead had perforated during the revision procedure. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.